Manufacturer narrative:
(B)(6). No parts have been replaced or returned to the manufacturer for evaluation. The imaging system was rebooted and the issue was resolved.

Event description:
A site representative reported that during a spinal fusion procedure, 2d images taken by the imaging system were displaying on the mobile view station (mvs) as completely gray. The use of this imaging system was discontinued because of this issue. The procedure was completed successfully with a second imaging system after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6).